Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis found the polytetrafluroethylene (ptfe) coating peeled off at the proximal end between 31.0cm to 42.0cm from its proximal tip. The torque device was located where the coating was peeled off, and it was opened during analysis revealing brass collett markings on the guidewire. From the condition of the guidewire, it appeared that the torque device had been dragged down the device, and the torque cap revealed peeled coating on the brass collett. No evidence of peeling/flaking was observed at the distal end of the guidewire. Also, coating was partially peeled up from the stainless steel corewire. The ptfe peeling at the proximal of the guidewire is indicative of insufficient tightened of the torque device. The direction for use (dfu) cautions that insufficient tightening down of the torque device can lead to ptfe peeling. Therefore, a root cause of use/user error will be assigned to this investigation finding.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene coating was peeled off. There was no clinical consequence to the patient.